Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor gold. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving multiple motor error alarms on the insulin pump during bolus. Customer stated that they are able to complete the rewind sequence. Customer also mentioned receiving a no delivery alarm and stated that he believes it was a connection issue. Customer's blood glucose reading at the time of the call was 65 mg/dl and stated that they ate dinner. No further information reported.